Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information from the local field representative indicated that the patient underwent a heart transplant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this crt-d and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed which resulted in inappropriate anti-tachycardia pacing (atp) and approximately five seconds of pacing inhibition. The patient was later brought into clinic for further evaluation. It was reported that the patient had a left ventricular assist device (lvad) implanted. It was noted that the patient had numerous ventricular fibrillation (vf) episodes in which undersensing occurred and the patient required external defibrillation. Upon device interrogation following the external shocks, a message was displayed indicating high voltage detection on shocking coils. Technical services discussed this message was displayed due to an external shock being delivered while the device was charging for therapy delivery. Approximately ten days later, the device was found to have reached end of life. As the patient has an lvad, the physician was not concerned about cardiac output or tachycardia episodes. Tachy therapy was electively programmed off and brady therapy remains available for pacing support. A request for additional information has been made. As of today, available information indicates the system remains in service.